Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2025, it was reported anonymously on sprinklr that the patient currently uses g6 and had 4 faulty transmitters that landed them in the hospital 2 times in 1 week. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.